Event description:
It was learned through patient support center, that a patient with a 27mm 3300tfx aortic valve implanted five (5) years, nine (9) months, is being evaluated for tavr due to severe aortic stenosis. Patient had a couple questions regarding the 3300tfx valve implants in 2018. Ew physician followed up with patient.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to b5, h6.

Event description:
It was learned through patient support center and investigation, a patient with a 27mm 3300tfx aortic valve implanted five (5) years, nine (9) months, is being evaluated for tavr due to severe aortic stenosis (ava 0.8, mean gradient 63.7, max gradient 91.3). Patient has episodes of syncope, decrease in energy and exercise tolerance, and increase in shortness of breath. Patient had a couple questions regarding the 3300tfx valve implants in 2018. Ew physician to follow up with patient.

Manufacturer narrative:
Added information to b2, b5, h6.

Event description:
It was learned through patient support center, that a patient with a 27mm 3300tfx aortic valve implanted five (5) years, nine (9) months, was being evaluated for tavr due to severe aortic stenosis (ava 0.8, mean gradient 63.7, max gradient 91.3). Patient has episodes of syncope, decrease in energy and exercise tolerance, and increase in shortness of breath. Patient had a couple questions regarding the 3300tfx valve implants in 2018. Ew physician followed up with patient. Through implant patient registry it was learned tavr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.